Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated that problem with 2 reservoir, both failed last night. In both cases insulin was not flowing to body. Sometimes it able to deposit 10 units. Sometime it cause to fail. Customer received insulin flow blocked alarm. The device will not be returned for analysis.